Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found, the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2005.

Event description:
It was reported that the lead dislodged and was pulled back into the pocket. The physician decided to replace the lead. No patient complications have been reported as a result of this event.